Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-01325, 2134265-2012-01327. Same patient as MDR ID#: 2134265-2012-01272, 2134265-2012-01271. It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced unstable angina. (B)(6) 2010, the patient received a 2.50x24mm taxus liberte stent and a 2.75x38mm taxus liberte stent in the right coronary artery (rca). The patient presented due to unstable angina. Coronary angiography revealed 90% in-stent restenosis at the distal of the previously stented segment in the rca. The physician treated the in-stent restenosis with deployment of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation using a 3.25mm quantum balloon. The patient experienced "typical" chest discomfort through the entire procedure. The patient's chest pain was treated with 200mcg of intra-coronary nitroglycerine, 5mg of norco as well as fentanyl throughout the procedure and the chest pain was relieved at the end of the procedure. No other patient complications were reported and the patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012, the patient presented with unstable angina and was admitted on the same day. Coronary angiography revealed diffuse "irregularity" throughout the previously stented portion of the rca, including 70% mid stenosis. The diffuse in-stent restenosis of the previously deployed 2.50x24mm taxus liberte stent, the 2.75x38mm taxus liberte stent and the 3.0x16mm taxus liberte stent was treated with balloon angioplasty, resulting in 20% residual stenosis. The event was considered resolved without residual effects and the patient was discharged three days later on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).